Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer was treated with food. Customer was admitted to the hospital. Customer's blood glucose at time of hospitalization was unknown. Customer left hospital against health care provider recommendations to stay. Customer was wearing the pump at the time of hospitalization. Customer was advised to contact with his health care provider to see about his low on (B)(6) 2016. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 417 mg/dl. The troubleshooting was done on high and glow blood glucose.